Manufacturer narrative:
1000ml baxter bag din 00438014 lot w8d04a0 exp oct19 kci 2/3 1/3, 20mmol/l potassium chloride in 3.3% dextrose and 0.3% sodium chloride injection;50ml baxter bag din 00060208 lot w8i27c0 exp sep19 0.9% sodium chloride injection and patient/medication label attached to baxter bag. The customer¿s report of backflow from the secondary into the primary was confirmed. Visual inspection showed no anomalies. Functional testing confirmed backflow, indicating a faulty check valve. Further testing by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates or solvent were noted on the diaphragm membrane and there were no damages to the interior of the check valve or the diaphragm. The root cause of this failure was not identified.

Event description:
The customer reported that during the night shift the patient complained of uncontrolled pain during a secondary dilaudid infusion with a primary infusion of 1l bag of 2/3 nacl and 1/3 dextrose with kcl 20meq infusing at a rate of 100ml/hour. Upon observation it was noted that the drip chamber on the primary tubing set was filling up indicating that the dilaudid was back flowing into the primary line. Two additional dilaudid boluses were administered to get the patient's pain under control. There was no lasting harm caused to the patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The customer reported that during the night shift the patient complained of uncontrolled pain during a secondary dilaudid infusion with a primary infusion of 1l bag of 2/3 nacl and 1/3 dextrose with kcl 20meq infusing at a rate of 100cc/hour. Upon observation it was noted that the drip chamber on the primary tubing set was filling up indicating that the dilaudid was back flowing into the primary line. Two additional dilaudid boluses were administered to get the patient's pain under control. There was no lasting harm caused to the patient.